Event description:
On 8/17/2012 patient reported while having a colonoscopy 7 years ago she left her infusion device on and experienced a low blood glucose event. Patient stated she was told not to eat for a day before going in for surgery. Patient reported while in the hospital a nurse walked by and noticed she had fallen out of her bed and passed out. Patient stated they tested her blood glucose level with a result of 40 mg/dl. Patient reported the nurse fed her some food and she regained consciousness. Patient stated she was unable to self-treat. Patient's normal blood glucose level is 160 mg/dl. Patient reported she even decreased her basal rate before the surgery but because she had not eaten she passed out. Patient stated the infusion device was working fine. Patient did not have any allegations against the infusion device. Patient no longer has that infusion device. Patient reported she was in the hospital for 5-6 days before being released; unsure of the exact time frame. No product return was requested.